Event description:
Following the information gathered the sparks were coming from the damaged power cord. The patient was on the bed during the event. No injury was sustained. The arjo technician found the cable was snapped due to use error. According to the photographic evidence attached to the pick-up document the power cable was not positioned using the cable management and was put underneath the mattress. The faulty part was replaced.

Manufacturer narrative:
The auralis instruction for use (IFU) 04.ai.00en_05 dated 07/2023 states: ¿the power cable must be positioned in the cable management on the left side of the auralis mattress¿. This document describes and provides graphical images showing the cable management and instructions on how the power cord should be positioned using the cable management. Apart from using the cable management system, the cable position should be checked to avoid collision with bed moving parts. The IFU warns "to avoid falling and injury, make sure that cables and the tubeset are positioned correctly and are clear of moving bed mechanisms or other possible entrapment areas". The IFU states: ¿íf any part is damaged or missing do not use the product¿. The root cause of the observed sparks was the damage of the pump's power cable. The damage occurred as a result of the power cable being trapped between the moving parts of the bed as it was not correctly positioned. The arjo device failed to meet its specification as the power cable was damaged. The device was used for the patient treatment when the event occurred. The complaint is assessed to be reportable due to sparks coming from the power cable. No injury was claimed. The faulty part was replaced.